Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that approximately four years, two months post implant of this bioprosthetic mitral valve, this valve was explanted and replaced. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that this valve was explanted due mitral valve stenosis with elevated gradients across the valve. Prior to the replacement procedure, the patient had significant and persistent symptoms, particularly with exercise. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.